Event description:
The customer reported that c-arm will not fluoro and it displays "low kv" message. He indicated that there was no pt on the table when problem was discovered.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.